Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported, his son began throwing up and was advised to go the hospital. Due to high glucose the infusion set was pulled out and cannula was found to be bent and site location was upper hip. The patient was diagnosed with diabetic ketoacidosis. The patient was admitted to the hospital for four days. The patient received intravenous insulin drip as a corrective treatment in the hospital. Reportedly, infusion was in use for only one day and the patient had four sets which were bent. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.

Event description:
On 16-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the soft cannula was found to be bent (at the tip) and the pcc connector needle was clogged (by insulin). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported, his son began throwing up and was advised to go the hospital. Due to high glucose the infusion set was pulled out and cannula was found to be bent and site location was upper hip. The patient was diagnosed with diabetic ketoacidosis. The patient was admitted to the hospital for four days. The patient received intravenous insulin drip as a corrective treatment in the hospital. Reportedly, infusion was in use for only one day and the patient had four sets which were bent. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.